Manufacturer narrative:
E1: consumer declined to provide abbott their information. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was achieved with a prostyle device after an ablation interventional procedure. Reportedly, the patient coughed causing the incision to re-open [loss of hemostasis]. Manual compression was held on the access site. The patient required at least an additional night in the hospital. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. The incision re-opened on the opposite side to where the device was deployed. E1: physician and account details provided for final report as follow up was performed with the account for additional information. H6 health effect - impact codes 4601, 4607 were removed and code 2199 was added; medical device problem code 2993 was removed and code 3189 was added.

Event description:
Subsequently to the initially filed emdr, additional information was received: follow up with the account confirmed that this was a bilateral access closure and the incision re-opened on the right. The prostyle was deployed on the left and therefore there was no device complication or failure. No additional information was provided.